Manufacturer narrative:
Date sent to FDA: 8/19/2020. Additional information: a2, b7, d3, d4, e1, g1, g2. Corrected information: a1.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Corrected information: d4 - catalog. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an incision, drainage, debridement and pulse irrigation of a deep complex abdominal wall abscess on (B)(6) 2010. It was reported that the patient underwent infiltration of abdominal scar neuroma on (B)(6) 2010. It was reported that the patient underwent exploratory laparotomy with explanation of old mesh, debridement of abdominal wall, extensive lysis of adhesions and enterotomy repair on (B)(6) 2010 during which the surgeon noted an incipient fistula between the small bowel and the mesh. The mesh was noted to have eroded into the small bowel. Irrigation was performed and the surgeon proceeded to extensively debride the fascia and infected mesh. It was reported that the patient underwent an incision and drainage of an abdominal wall abscess on (B)(6) 2010. It was reported that the patient experienced severe pain, hernia recurrence, long term infection, abscess, fistula, enterotomy, dense adhesions, nausea, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.